Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. During the evaluation, the reported image loss was not duplicated even if the subject device was fully angulated up/down/right/left, the universal cord and the video cable of the subject device were twisted, and the distal tip was warmed. The electric wires in the video connector and solder conditions were also checked, but no irregularities were found. Also omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. There is a possibility that it occurred because foreign matter adhered to the video connector contact point of the subject device, but the exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during the laparoscopic colon resection. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.